Event description:
Complainant alleged that the clinicians were performing an elective cardioversion on a pt. The clinicians administered one 50 joule shock to the pt, but upon the delivery of the shock, there was no pt movement. The clinicians then attempted several add'l shocks to the pt, but the device would not charge. The clinicians then obtained a second device and successfully cardioverted the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. Subsequent to the event the clinician performed a 30 joule self test of the device, but the screen displayed a "bridge test" failure message.